Event description:
It was reported that the patient presented for a dual chamber leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the physician had difficulty positioning the atrial lp. The lp dislodged after the lp was released and travelled to the inferior vena cava. The device was retrieved and removed. The implant of the atrial lp was abandoned. The patient was stable.